Manufacturer narrative:
The alinity hq processing module, serial number (B)(6) was evaluated, and it was determined that an assy, cable required replacement, which resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review tickets and tracking and trending did not identify an increase in complaint activity, or any tends for the assy, cable with regards to the customer reported event. Device history review did not identify any issues with the assy, cable. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely decreased neutrophils generated from an alinity hq processing module. The customer communicated results were flagged as abnormal and rerun accordingly. The customer reported that this occurred for approximately 10 patients and provided the following example data: reference range used by customer: 2.0 ¿ 7.5 10e9/l. On (B)(6) 2024, initial test results was 0.5. Repeat on another analyzer, the result was 1.9. On (B)(6)2024, sample ID(B)(6) generated a neutrophil result of 0.455. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID: (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased neutrophils generated from an alinity hq processing module. The customer communicated results were flagged as abnormal and rerun accordingly. The customer reported that this occurred for approximately 10 patients and provided the following example data: reference range used by customer: 2.0 ¿ 7.5 10e9/l. On (B)(6) 2024, initial test results was 0.5. Repeat on another analyzer, the result was 1.9. On (B)(6) 2024, sample ID (B)(6). Generated a neutrophil result of 0.455. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.